Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported completing byte treatment but the orthodontist indicated all the teeth have been over extended (moved to the edge of my bone) and this will need to be fixed. The teeth will need to be shaved down to rectify the issue.